Manufacturer narrative:
The pathway jetstream g3 sf catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for eval.

Event description:
The jetstream g3 sf was advanced to treat 4 severely calcified lesions located in the anterior tibial (at), tibial peroneal trunk (tbt), peroneal and posterior tibial (pt) arteries. The first lesion for treatment was 90 degrees located in the at. The angle of the at during takeoff may have jeopardized the integrity of the guidewire. The same guidewire was then used to treat the other 3 lesions. Upon device removal, the device would not track over the guidewire. Retraction mode was attempted and the device became free of the guidewire. The guidewire then began spinning out of the back of the control pod and it was right before the device was out of the sheath. The tip of the guidewire was found to be detached and located at the peroneal/pt bifurcation. The guidewire tip was successfully snared out. Pt outcome was great and the pt is doing well.